Event description:
Same case as 2134265-2015-00605 and 2134265-2015-00676. It was reported that automatic pullback failure has occurred. A 75 percent stenosed, moderately tortuous and severly calcified target lesion was located in the left anterior descending artery. During a percutaneous coronary intervention, an opticross imaging catheter was used in conjunction with a motor drive unit to diagnose the target lesion. An imaging catheter was connected to a motor drive unit 5 plus but was recognized as atlantis pv. The opticross was reconnected three times but the issue was not resolved. The opticross was then exchanged to another of same catheter, this complaint device, and was connected to a motor drive unit three or four times, but the same issue had occurred. After the procedure, the ilab was rebooted up and the opticross was reconnected as test, however the opticross was not recognized properly. On the 5th attempt, the motor drive was not covered with a sterile drape, the catheter was recognized properly and pullback was performed, however the device stopped after 1.5~2mm. Pullabck was then restarted and the device stopped again at 1~2mm. The catheter became unable to be recognized and "no catheter" was indicated. The procedure was completed with another device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device returned to MFR: the device was returned for evaluation. Examination of the returned device revealed no damages or failures were observed on the ccp board assembly. Kinks were observed in the telescope assembly at 70.0cm and 65.0cm from femoral marker to the proximal end. The telescope assembly was not able to properly pull back, advance, or retract due to the several kinks observed in the product analysis. Impedance testing shows a good unit wave form. During image characterization testing, a good square appeared in the ilab system. The catheter was properly recognized by the imaging system when plugged into the mdu and not connection issues or errors were detected during its testing. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as 2134265-2015-00605 and 2134265-2015-00676. It was reported that automatic pullback failure has occurred. A 75 percent stenosed, moderately tortuous and severly calcified target lesion was located in the left anterior descending artery. During a percutaneous coronary intervention, an opticross imaging catheter was used in conjunction with a motor drive unit to diagnose the target lesion. An imaging catheter was connected to a motor drive unit 5 plus but was recognized as atlantis pv. The opticross was reconnected three times but the issue was not resolved. The opticross was then exchanged to another of same catheter, this complaint device, and was connected to a motor drive unit three or four times, but the same issue had occurred. After the procedure, the ilab was rebooted up and the opticross was reconnected as test, however the opticross was not recognized properly. On the 5th attempt, the motor drive was not covered with a sterile drape, the catheter was recognized properly and pullback was performed, however the device stopped after 1.5~2mm. Pullback was then restarted and the device stopped again at 1~2mm. The catheter became unable to be recognized and "no catheter" was indicated. The procedure was completed with another device. No patient complications reported and the patient's condition is good.